Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery treating forearm radius and ulna due to fracture of shaft of forearm. We fixed a plate temporarily, connected the drill guide to the plate, and started drilling a hole for the first screw with the drill bit. When drilling, the drill bit interfered with the drill guide and the rotation of the drill bit stopped. Another drill bit was used and surgery was completed successfully. No further information is available. This report is for one (1) drill bit ø2.8 qc l135 calibration 45. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: supplier- orchid unique. Release to warehouse date: 29-oct-2020. Part number: 03.133m106, 2.8mm drill bit qc 135mm (non-sterile). Lot number: u365080. Inspection instructions met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received dated 21-oct-2020 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 54.2 hrc. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drill bit ø2.8 qc l135 calibration 45 had deep scratches at the mid-shaft section most likely created during drilling process and impaction with the stardrive recess of the drill guide. A dimensional inspection for the drill bit ø2.8 qc l135 calibration 45 was unable to be performed due to post manufacturing damage. A functional test was performed, the drill bit was inserted into the threaded drill guide, the crossing point of the damaged sections of both devices felt rough and with slight friction. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2.8 qc l135 calibration 45 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.